Event description:
As reported the endoscope is leaking , found during an internal inspection . According to the reporter, no effect on the examination/ on the patient/ on the user, as the error occurred during pre- or post-processing. There was no patient harm, no user injury reported due to the event. Device evaluation found a gap between acoustic lens and ultrasound probe. Due to this stain could enter inside the lens through the gap. This report is being submitted for the gap between acoustics lens (pink probe) and ultrasound probe.

Manufacturer narrative:
Device return evaluation was completed. The customer complaint of leaking was confirmed. Inspection found pinhole on the channel (ch-tube) causing leaks. Furthermore, the following findings during inspection were noted on the device: the acoustic lens surface is damaged. A gap has appeared on the acoustic lens surface. A gap of adhesive on the distal end noted. Further incoming inspection findings: - paint on aw-cylinder is peeled. - paint on s-cylinder is peeled. - u/d knob is deformed. - ccd unit in the position of ccd cable limited length for repair. - due to a pinhole on ch-tube, water tightness is lost. - due to damage on ch-tube, suction volume does not meet the standard value -adhesive around lg lens is peeled. - adhesive on a-rubber has a discolored area. - due to wear of angle wire, bending angle in right direction does not meet the standard value. - due to damage on ch-tube, forceps cannot be inserted smoothly. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately over 3 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, it is possible that the peeling of the tip glue was caused by the same cause as other damages, but it was not possible to judge whether the peeling was caused by the stress or the handling or other factors. This information is addressed in the instructions for use (IFU): chapter 3 preparation and inspection: 3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches,holes,sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor the field performance of this device.